Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73h1600258 was manufactured on 08/15/2016 a total of (B)(4) pieces. Lot was released on 08/22/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box from lot number 73h1600258 for investigation. Visual examination revealed that there appears to be a sealing issue along the upper left corner of the lidstock with the stapler package laid lidstock side down, please refer to pictures. Nonconformance # (B)(4) has been initiated to further investigate this complaint issue. The reported complaint of "sterile package not sealed" was confirmed based upon the sample received. Based on the observed defect the probable cause for this complaint issue is packaging related. Nonconformance # (B)(4) has been initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4). The customer returned one sealed unit 528235 visistat 35w 6/box from lot number 73h1500255 for investigation. During the visual inspection was observed that the seal perimeter is incomplete at the upper left corner of the package however the package is closed. Burst test was performed on the packaged received using qip-036 rev 10 procedure, the result of the test was 6.6 inches of water, this indicate that the package is closed thus there is not a barrier sterile issue. The device history review for the product visistat 35w 6/box, lot #73h1600258 investigation did not show issues related to the complaint. Based on the visual inspection of the sample received and the functional testing (burst) with a result of 6.6 inches of water this complaint is not confirmed. This is an isolated situation and is most likely due to abnormal handling of the packages at the distributor. Since we have tested many different shipping and handling scenarios without similar findings and there have been no other complaints from other regions that the same batches have been distributed. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The corrected MDR aware date is based on clarification that this product was not in teleflex control but was reported by an outside distributor. The aware date is 02/17/2017.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during incoming inspection.